Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4). Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device image was reviewed and premature battery depletion caused the por. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that symptomatic patient with episode of pre-syncopal presented to the emergency room after receiving an alert indicating that device was at eri. An EKG was performed showing a heart rate of 40bpm and loss of capture while pacing. The device was interrogated and was found in backup vvi mode with high voltage therapy disabled. The device was explanted and replaced without complication, and the patient was stable at the conclusion of the procedure.